Event description:
It was reported that foreign matter was found on the tip of the bd¿ syringe needle. The following information was provided by the initial reporter, translated from chinese: "purpose of use: intramuscular injection, aspiration of liquid medicine basis for use: intramuscular injection usage: 5ml syringe for intramuscular injection of liquid medicine adverse events: there is a foreign matter at the tip of the needle. Impact on the victim: it may affect the patient's injection of drugs time to take treatment measures: 2021-3-27 treatment measures taken: replace the new 5ml syringe in time time for improvement of adverse events: 2021-3-27".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd¿ syringe needle. The following information was provided by the initial reporter, translated from chinese: "purpose of use: intramuscular injection, aspiration of liquid medicine. Basis for use: intramuscular injection. Usage: 5ml syringe for intramuscular injection of liquid medicine. Adverse events: there is a foreign matter at the tip of the needle. Impact on the victim: it may affect the patient's injection of drugs. Time to take treatment measures: (B)(6) 2021. Treatment measures taken: replace the new 5ml syringe in time. Time for improvement of adverse events: (B)(6) 2021."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301942 and lot number 2007115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be observed. Based on the limited investigation results, an exact cause could not be determined for the reported incident.